Event description:
It was reported that a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. No thrombus was identified on the 45 day follow up transesophageal echocardiography (tee) imaging 54 days post index procedure. The patient's warfarin was then stopped and the patient was placed on aspirin and plavix for 6 months. The patient presented to the emergency department 77 days post index procedure with tia symptoms. In response, the patient had a follow up tee 91 days post index procedure, the patient to assess for potential device related thrombus, which did not reveal any thrombus. The patient then remained on both aspirin and plavix up until 216 days post index procedure.